Manufacturer narrative:
Date of the event and explanted date is provided. Added patient medical history device manufacturing date is corrected.

Manufacturer narrative:
Date of event - no information was provided about the date of event. Date of explant - no information was provided about the date of explant.

Event description:
The manufacturer was notified on (B)(4) 2015 that a patient who got mitroflow valve size lxa19 was explanted. No further information provided.